Manufacturer narrative:
The device was returned to olympus for inspection with no user allegation. A root cause could not be identified. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, worn adhesive around the objective lens and light guide lens, as well as chipped adhesive around the server plug in (z block), were observed. The service repair technician assessed the condition and determined that the issue was most likely caused by component failure. There was no patient involvement.